Event description:
It was reported that shaft break occurred. A 3.00x20mm promus premier¿ stent delivery system was selected. It was noted that the shaft broke 100 centimeter from the hub and the shaft separated where the exit portion begins. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system associated with the finished goods batch was returned for analysis. A visual examination found that the hypotube was broken 68cm distal to the strain relief, additionally it was noted that the break was ductile in nature as there was evidence of material resistance at both break sites. The investigator observed that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00x20mm promus premier stent delivery system was selected. It was noted that the shaft broke 100 centimeter from the hub and the shaft separated where the exit portion begins. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).